Event description:
It was reported the patient was near death and may have been receiving shocks from the device. Additional information was requested and it was learned the cause of death was unrelated to the shocks. Further information from an additional source was requested, butwas not known.